Event description:
Treatment of an aneurysm. It was reported that it was difficult to open the pipeline during procedure as the capture coil wedged in the distal section of the pipeline. The pipeline was eventually implanted in the patient.post procedure, the patient presented with a right side weakness was administered with reopro. The symptoms completely reversed on her right side; however she now has some left leg weakness.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)